Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a loose connection which caused a disconnection between the supply line of the homechoice cassette and the supply bag that led to this alarm. This was further described as ¿a connection came off one of the bag¿. Renal therapy services (rts) assisted the patient to cycle the power, aseptically disconnect and remove the supplies. Rts advised the patient to contact their pd registered nurse. Rts reviewed proper procedures per the user manual with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection and disconnection were reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.